Event description:
It was reported that it is suspected that the patient died of a stroke, despite the death certificate mentioned cardiac arrhythmia.it was also noted that the patient´s family suspects the pacemaker in relationship to the patient death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).